Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) result on triage meter. Client sample was run in ed on (B) (6) female with ongoing chest pains. Pt was referred to the ed with a 6 month history of atypical chest pain. Caller reported pt is smoker and had increased stress. The ckmb and myoglobin were within their normal range. The elevated tni result suggested that this pt had an acs. EKG was normal and pt believed to have atypical symptoms which led to a second run of sample on both triage (2 different meters) and alternate method. All three troponin results were within normal limits.